Manufacturer narrative:
The futura is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occured in sweden"

Event description:
"Have a futura 600 that broke very unexpectedly the day before yesterday. The patient who had the walker was standing at the sink when the plastic that holds the wheel broke and the wheel came off completely. Luckily there was a staff in place so the patient did not fall, but squeezed his/her hand in the sink.